Event description:
The customer reported that the system was unable to display live images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep cleaned the fluoroscopic functions board and the generator interface board. The system was tested and found to be working as intended and put back in service.